Event description:
Premature deflation of the internal bolster. A break in the internal bolster was observed. The indwell time was 82 days.

Manufacturer narrative:
The complaint of premature deflation of the internal bolster is confirmed. A light brown residual material has been identified along the entire length of the tubing. This material is located on the ID of the tubing walls. The internal bolster is completely deflated. The dome is stained a light brown. A tear in the balloon material from the feeding tube is observed. This tear is seen at the proximal end of the balloon and encompasses the entire circumference. The device had been in place for approximately 82 days prior to the complaint incident. At this time, the mechanism of damage is undetermined. The longevity of the device, suggest another (other) factor(s) was (were) involved. Gross visual and microscopic examinations, functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.